Manufacturer narrative:
The event date was reported as "spring 2018". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume intermate's balloon ruptured during filling of sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the lot number was manufactured between february 06, 2018 -february 08, 2018. The device was received for evaluation. Visual inspection revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.